Event description:
It was reported that the user experienced sustained hyperglycemia, with ilet and fingerstick readings indicating high at 400 mg/dl, and the user was unable to access bionic reporting until support guided a reconnection and resumption of insulin delivery. Customer care provided support that included troubleshooting and user education that restored device connectivity and insulin delivery. Investigation of this case revealed that the specific cause of the hyperglycemia remained unclear, and no device malfunction was confirmed after reconnection and resumed therapy. No clinical symptoms associated with hyperglycemia reported. Outcomes included user-reported hyperglycemia without escalation to medical care. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.